Manufacturer narrative:
Conclusion and justification status: (B)(6) reports during the impaction of the final acetabular cup, the strike pad broke off when doing the standard cup impaction to seat implant/cup. All parts were recovered from patient. The complaint states during the impaction of the final acetabular cup, the strike pad broke off when doing the standard cup impaction to seat implant/cup. All parts were recovered from patient. The investigation confirms the failure mode as reported. Examination of the device confirms that this product was manufactured to the revised design. Since the release of the revised design no trend has been identified for this failure mode. No further actions are identified. The complaint shall be closed with a justified conclusion and entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During the impaction of the final acetabular cup, the strike pad broke off when doing the standard cup impaction to seat implant/cup. All parts were recovered from patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).